Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg value not provided). Contact alleged pump was not delivering insulin properly. Pump supplies were changed multiple times. There were no occlusion alarms. Bg would lower when insulin pen was administered. Customer reverted to using an alternate method of insulin therapy.